Event description:
It was reported that this pacemaker system recorded a stored signal artifact monitor (sam) episode due to minute ventilation (mv) oversensing on the right atrial (ra) channel. It was noted that the physician will continue to monitor the system. No adverse patient effects were reported, and this pacemaker system remains in service.